Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-346605 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, additional information has been provided. On (B)(6) 2025, tech support contacted the patient and she later confirmed that she checked the wearable and found the sensor wire looped inside the wearable hole. It was determined that the report was submitted in error and that the patient allegation does not meet the criteria of a reportable event.